Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total hip arthroplasty on (B)(6) 2014 when the surgeon was trying to assemble the impactor to cup, the threads of the impactor did not protrude sufficiently from the tip to engage the cup. The square tip was removed to allow the threads to engage the cup. The cup was successfully impacted with only a 5 minute delay. The threads on the inserter were damaged as a result of the impaction. No patient adverse event has been reported.